Event description:
Follow up information identified the patient underwent surgical intervention on (B)(6) 2016 to remove and replace the ipg and the patient has resumed therapy.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) the ipg was unable to communicate with the external devices. It is unclear when the patient last recharged his ipg. Clinic nursing staff was unable to resolve the issue using other external devices. Sjm personnel confirmed the issue. The patient stated he recharged his battery on a weekly basis and recharging took two hours, however he suffers from poor memory. Surgical intervention may be pending to address this issue.